Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05-mar-2026, a sales representative reported via phone that (2) ar-1588r-ib acl repair tightropes broke. This occurred during a tibial spine avulsion. During final tensioning, the tightrope broke during device implantation. The device and fragments were retrieved, and the second device was attempted, but the same issue occurred. This issue delayed the case by approximately 10 minutes, requiring no additional anesthesia. There was no harm to the patient.